Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications. The total daily dose history from (B)(6) 2010 until the end of pump use on (B)(6) 2011 correctly reflects user programmed basal rates. Unrelated to the complaint, the display screen was found to be cracked.

Event description:
The patient reported having elevated blood glucose (bg) around 600 mg/dl on (B)(6) 2011 which remained high until (B)(6) 2011 when the patient went to the emergency room with nausea, vomiting, ketones. The patient reported that bg on admission was 930 mg/dl; she was taken off of insulin pump and treated with intravenous insulin and fluids. She was reportedly released from hospital on (B)(6) 2011 on insulin injections due to an unrelated pump display screen crack. Customer support reviewed pump settings and history with the patient. Patient confirmed all settings were correct. Patient confirmed in pump history that total daily dose was correct, bolus history was correct, there were no temporary rates or suspends, and there were no relevant alarms in pump history. Patient reports that she has not changed activity levels or diet and has not had any recent weight changes. Patient reports that she changed the site once with the elevated bg. Patient reports no bent or kinked cannulas observed. She has been using abdomen, buttocks, and legs for sites and has not noticed any scar tissue, bleeding, or moisture at the site. This report is made since the patient was hospitalized with elevated bg with symptoms while on the insulin pump.